Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 20119628 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 23nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the largebore 8 inch ext vlv was damaged/deformed and did not work properly during use. This complaint was created to capture the 9th of 11 related incidents. The following information was provided by the initial reporter: "not working probably"